Manufacturer narrative:
Correction for h10 / added related report number.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial (ra) lead exhibited episodes of over-sensed noise resulting in automatic mode switch (ams). No intervention was performed. Patient was in stable condition.